Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported problem of 'air in line' was confirmed in the event history log (ehl) review as 'air-in-line!' Messages, and it was not reproduced during evaluation. Evaluation observed failing upstream/ultrasonic sensor, troubleshooting the device, as assignable cause for customer allegation; a failing ultrasonic sensor can induce false detection of air in the line. The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.